Event description:
Event verbatim [preferred term] burns on her skin, skin was burnt and it actually peels her skin off [thermal burn] , burns on her skin, skin was burnt and it actually peels her skin off [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A caucasian female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number: ln32607, expiration date: mar2019) from an unspecified date for menstrual cramps. Medical history included migraine from an unknown date and unknown if ongoing, sensitive skin from an unknown date and unknown if ongoing and unspecified burn "in the past" on an unknown date and unknown if ongoing. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported she has used the heatwraps on and off for years. She stated she used a heatwrap the other day, an unspecified date in (B)(6) 2016, and when she pulled it off she noticed burns on her skin. The patient reported the burns were on her stomach area, where her pants rub, and it actually peels her skin off. She stated she did not go to the doctor or consult a healthcare professional as a result of the events. The patient mentioned she wore the heatwrap for approximately 5 or 6 hours at the time of the event onset. She reported she had a prescription of burn cream for another burn she had in the past, so she used some of that on the burns. The patient stated the burns on her stomach area are not fully healed yet, it was slow healing. The patient assessed her skin tone as "tanned skin". She stated she read the usage instructions prior to heatwrap use. She denied having the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation, neuropathy and abnormal skin conditions. The patient did not use the wrap overnight or while sleeping. She did not wear several layers of clothing over the wrap and did not wear a snug waistband/belt or similar or otherwise applied pressure over the area. The patient checked her skin frequently under the heatwrap during use. Action taken with the suspect product was temporarily withdrawn on an unspecified date in (B)(6) 2016. Therapeutic measures taken included silvadene cream at 1% (50 g), twice a day, over the skin on the burns. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the available information, the events of 'burns on her skin, skin was burnt and it actually peels her skin off' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the available information, the events of 'burns on her skin, skin was burnt and it actually peels her skin off' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burns on her skin, skin was burnt and it actually peels her skin off [thermal burn], burns on her skin, skin was burnt and it actually peels her skin off [skin exfoliation]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A caucasian female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number: n32607, expiration date: mar2019) from an unspecified date for menstrual cramps. Medical history included migraine from an unknown date and unknown if ongoing, sensitive skin from an unknown date and unknown if ongoing and unspecified burn "in the past" on an unknown date and unknown if ongoing. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported she has used the heatwraps on and off for years. She stated she used a heatwrap the other day, an unspecified date in (B)(6) 2016, and when she pulled it off she noticed burns on her skin. The patient reported the burns were on her stomach area, where her pants rub, and it actually peels her skin off. She stated she did not go to the doctor or consult a healthcare professional as a result of the events. The patient mentioned she wore the heatwrap for approximately 5 or 6 hours at the time of the event onset. She reported she had a prescription of burn cream for another burn she had in the past, so she used some of that on the burns. The patient stated the burns on her stomach area are not fully healed yet, it was slow healing. The patient assessed her skin tone as "tanned skin". She stated she read the usage instructions prior to heatwrap use. She denied having the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation, neuropathy and abnormal skin conditions. The patient did not use the wrap overnight or while sleeping. She did not wear several layers of clothing over the wrap and did not wear a snug waistband/belt or similar or otherwise applied pressure over the area. The patient checked her skin frequently under the heatwrap during use. Action taken with the suspect product was temporarily withdrawn on an unspecified date in (B)(6) 2016. Therapeutic measures taken included silvadene cream at 1% (50 g), twice a day, over the skin on the burns. Clinical outcome of the events was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (19jan2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the available information, the events of 'burns on her skin, skin was burnt and it actually peels her skin off' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the available information, the events of 'burns on her skin, skin was burnt and it actually peels her skin off' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.